Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer received a new device and found the switch was not making operational sounds like other switches. There was no patient or user involvement.

Manufacturer narrative:
Supplemental report for failure analysis info: one heartstart xl+ defibrillator was returned for failure analysis. The fault was located to pcb tactical switch (s6). The available information is consistent with a manufacturing defect of the pcb tactical switch (s6). The convexity of the stainless nickel-plated dome on the defective switch was insufficient to create tactile feedback. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.